Manufacturer narrative:
No conclusion code available. The reported field event of noise and inappropriate therapy was confirmed in the laboratory and was due to an anomalous supply voltage signal. This anomaly was caused by an intermittent connection of a capacitor to the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that continuous noise on both a and rv channels resulting in multiple noise reversion episodes as well as multiple inappropriate shocks were observed. Review of session records noted that the noise appeared to be coming from within the device. Device replacement was anticipated. Date of the procedure was not confirmed yet. Patient¿s condition was fine.

Event description:
Device was explanted and replaced. The device replacement was reported on (B)(6) 2017 in manufacturer report number 2938836-2017-17747. Patient's condition was stable post-procedure.